Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the dongle of the imaging system as damaged. Once replaced, functionality was restored. The imaging system then passed a system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000210. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not clear emergency stop (e-stop) and could not be operated. Two reboots were attempted which did not resolve the issue. There was no patient involved when this issue was discovered.